Event description:
Same case as 2134265-2008-04371. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a taxus express2 2.25x16mm drug eluting stent to the 90% stenosed lesion located in the severely tortuous and moderately calcified first obtuse marginal (om1) and proximal circumflex (cx) artery, but could not cross the lesion. Upon removal of the stent delivery system, the stent stripped off of the balloon in the left main (lm) artery. A snare was used to successfully remove the dislodged stent. A 2.26x16mm taxus and a 3.5x8mm taxus were then successfully implanted in the om1 and ostial cx respectively. The physician then attempted to deploy a 2.25x8mm taxus express2 stent to the lesion located between the two previously implanted stents, but got hung up and this stent stripped off of the balloon. This was deployed in the ostial cx where it dislodged. The procedure was completed at this point. No further patient injuries or complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending, review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.